Event description:
It was reported that a remote monitor transmission indicated that the device had a power on reset. The patient was to be brought into the clinic to have the device reset. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.